Manufacturer narrative:
On (B)(6) 2021 customer called in with the following concern: at the beach with device in place and received a stuck button alarm. Crack on the side of the insulin pump. P-cap locked in place properly during testing. Device passed displacement test and self test. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. All buttons were tested while navigating the menus, and they all worked properly. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool reveals that no stuck key alarms were found. Proceed it by cutting device open and perform a visual inspections of connectors and electronic stack. Per visual inspection it was determine that the ingress of water corroding electronics causing electronic short that might of cause an intermittent button error not detected during our testing. The device also passed the keypad voltage test (3.2v). Device also received with cracked case(battery tube), cracked battery tube threads and missing display window cover. In conclusion customer concerns were not confirm during testing however, corroded electronic assembly noted during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed stuck button error. Customer stated that they was unsure about they press a button for 3 minutes or longer or not. Customer stated that they was on the beach and insulin pump start alarming. Customer stated that there was a crack on the side of the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.